Event description:
The user facility reports: the patient was admitted to the hospital with cardiogenic shock. An angiographic procedure was started on the patient. After the first injection of contrast media, the physician thought he may have seen air bubbles with the contrast media, but was uncertain. No immediate change was uncertain. No immediate change was noted in the patient's condition, however, the patient subsequently died. Reporter's comment: the physician does not think the death was related to the system or injection of small air bubbles. Additional information is requested.

Manufacturer narrative:
Further investigation: the injection system was taken out of service on 6 october 2006 and returned to acist medical systems. The device passed functional testing. Cine film was not available as the hospital would not release this information. Manufacturing proposed next actions: further investigation.